Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation of the returned used devices found the link had detached from the posterior cuff. The posterior cuff had been captured and was attached to the needle tip. Examination of the suture bearing and bridge found they were normal and not a contributing factor in the event. A link detachment will result in a failure to retrieve the suture during plunger removal and can appear very similar to the reported suture break. The reported needle to cuff miss experience could not be confirmed. A link break can be caused by but not limited to; manufacturing-to assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality, excessive force during plunger removal, jerky motion or a side wall stick. Gently removing the plunger during the first 2 cm can reduce the link breakage. Based on the investigation findings, the link break appears to be related to the operational context during use of the product. No manufacturing or quality inspection issue was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was pulled for removal, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.